Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
"E.cloacae blse bacteraemia from the hickman catheter."